Manufacturer narrative:
The reported event was unconfirmed. "Accept any curve unless catheter is completely straight". No root cause could be found because the reported event was unconfirmed. A DHR review was not required because the reported event is unconfirmed. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude intermittent catheters were curved different in this lot when compared to others. They were like manufactured differently.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude intermittent catheters were curved different in the lot when compared to others. They were like manufactured differently.